Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported by the home patient (hp) that the minicap was cracked. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation. However, a photograph of the device was received. A crack was noted in the photo of the mini-cap. A review of the sponge insertion, iodine, and packing process found nothing that could cause the reported issue. Should additional relevant information become available, a supplemental report will be submitted. A review of all batch record documents for potentially associated lot number ps42r4 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.